Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted in a secondary procedure. The clinical reason for the explant was multifocal intolerance. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).